Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately six and a half hours of intra-aortic balloon (iab) therapy blood was found inside the extension tube. It was then noted that the cs100 intra-aortic balloon pump (iabp) generated an alarm. The iab was removed and a new one was inserted to continue therapy. There was no patient harm or adverse event reported. This complaint is for the iab involved in this event. A separate report has been submitted for the iabp under mfg report number 2249723-2023-02895.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.